Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) artery. After placement of the balanced middle weight (bmw) guide wire, the 3.0x08mm trek otw balloon dilatation catheter (bdc) was successfully advanced without issue. During an attempt to remove the bmw guide wire for wire exchange, resistance was met between the bmw guide wire and the trek bdc. Both devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bmw guide wire and a 2.5x08mm trek otw bdc were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified. The 3.0x08mm trek otw referenced is being filed under a separate manufacturing report number.